Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain/ increasingly severe pain") and rash ("excessive rashes"). The patient was treated with surgery (surgery to remove her essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff never experienced the reported condition prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and reported adverse events including chronic pelvic pain. On (B)(6) 2011, plaintiff underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain/ increasingly severe pain") and rash ("excessive rashes"). The patient was treated with surgery (surgery to remove her essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, back pain, menorrhagia, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff never experienced the reported condition prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: coils properly placed. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and reported adverse events including chronic pelvic pain. On (B)(6) 2011 plaintiff underwent surgery and essure was removed. Pelvic pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.